Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates. Reportedly, the cartridges were filled with approximately 300 units of insulin, and the insulin gauge remained static at 85 units. There was no impact to the customer's blood glucose level.